Event description:
Event description boston scientific received information that telemetry with this implantable cardioverter defibrillator (ICD) could not be established. The programmer was restarted, the correct device was selected and the wand position was verified and still there was no telemetry. The printout from the last interrogation 3 mohts ago shows atrial memory = 0% and no atrial episodes stored. This device is part of the avt latching population advisory (6/17/2005).